Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a one-link connector. During infusion with a 22 gauge IV catheter, the fluids infused in over four minutes per liter. There was no patient injury or medical intervention associated with this event. No additional information is available.